Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 054 and cs 088 call service alarms. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no duplicated call service alarms.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a call service alarm issue. There was no allegation of a blood glucose excursion. This complaint is being reported as the issue was not resolved with troubleshooting.